Event description:
A review of service data has detected a reportable event. Upon servicing of monitor (B)(4), which was returned for normal maintenance, the monitor would intermittently power up. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor would intermittently power up. The cause for the intermittent power failures was an intermittent connection on the j601 battery connector. The intermittent connection was cause by contamination on the contacts of the j601 battery connector with what was likely non conductive flux. The root cause for the contamination cannot be positively determined but is likely an assembly error. No adverse event resulted from the contaminated connectors. The last pt to use this monitor did not report any problems.